Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Additionally, the following information is included in the coolsculpting user manual: vasovagal symptoms: dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the chest using a cooladvantage applicator and experienced a vasovagal response associated with reported slight anxiety, pain, and probably hypoglycemia. In (B)(6) 2021 the treated areas developed firmness with visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the chest with paradoxical hyperplasia (ph).